Manufacturer narrative:
This serves as a correction report. (Brand name) was incorrectly documented in the initial MDR 30 day report. Brand name has been updated.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, the sensor was removed and she observed the skin was irritated and a "little burnt" at the sensor site. Customer self-presented to a pharmacy and was provided polaramine (oral antihistamine) tablets, celecrem (steroid) cream, and cicabio soothing cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, the sensor was removed and she observed the skin was irritated and a "little burnt" at the sensor site. Customer self-presented to a pharmacy and was provided polarimine (oral antihistamine) tablets, celecrem (steroid) cream, and cicabio soothing cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product. The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues were observed. Observed the sensor plug to be correctly seated in sensor. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Extended investigation has also been performed. Data was extracted using approved software and visual inspection was performed on all returned pucks, and no anomalies were found. A review was performed to check for potential issues relating to sterility or endotoxin levels, focusing on environmental monitoring data from third party manufacturers (tpms), final product bioburden and endotoxin levels, and sterilization dose audits. No adverse trends were identified, and no evidence was found to indicate that product manufactured during this period was subjected to any atypical conditions relating to sterility or endotoxin levels. The extended investigation showed all processes were effective and did not find any abnormalities with the units. The complaint is not confirmed.

Event description:
An allergic reaction was reported with use of an adc freestyle libre sensor. Customer reported that after 14 days of wearing the sensor, the sensor was removed and she observed the skin was irritated and a "little burnt" at the sensor site. Customer self-presented to a pharmacy and was provided polarimine (oral antihistamine) tablets, celecrem (steroid) cream, and cicabio soothing cream for treatment of the sensor site. There was no report of death or permanent injury associated with this event.